Manufacturer narrative:
Lot number or product was not provided by the reporter (product discarded; unavailable) therefore unable to proceed with batch retain testing or product investigation. (B)(4).

Event description:
Thought it was tss, tampon had only been in for an hour, confirmed by a nurse case of toxic shock [toxic shock syndrome], felt unwell/sick [malaise], dizzy [dizziness], fainted, collapsed out of nowhere [syncope], became hot [feeling hot], shaky [tremor], blood pressure dropped [blood pressure decreased], became very confused [confusional state], on the floor crying she was cold [feeling cold], dripping with sweat [hyperhidrosis], very tired [fatigue]. Case description: on (B)(6) 2016 a female consumer reported via e-mail that she had been rushed to the hospital after using tampax tampon, version/absorbency/scent unknown- date unspecified. She reported a history of heavy menstrual periods lasting 12 days at a time that required changing of menstrual towels every 1-2 hours. When she used menstrual towels she broke out in large spots and thrush. She had previously used an intra-uterine contraceptive device (birth control coil) which came out due to heavy periods and blood clots. She experienced weight gain and daily headaches while using oral contraceptive pills. She reported chronic anemia due to menstrual blood loss (clots). On (B)(6) 2016 during a phone call, the consumer reported that after using one tampax tampon, version/absorbency/scent unknown for one hour she began to feel unwell, dizzy and sick. The consumer reported no previous use of the product. The consumer fainted and was taken to the hospital via ambulance. The tampon was removed. The consumer had blood tests which "came back okay" and were "linked to tampons / tss" she was told the hospital thought she had toxic shock syndrome due to the symptoms she experienced. She was not admitted. Treatment: antibiotics. They advised her to never use tampons again. She is recovered. 07-jan-2016 additional information learned via the consumers follow-up email to consumer relations received in gssa on 06-jun-2016: the consumer reported when she used a tampax tampon and "pretty much right away" became unbearably hot, shaky, her blood pressure dropped, she became very confused, collapsed out of nowhere and was on the floor crying that she was cold but dripping with sweat. The consumer reported once the ambulance attendants removed her tampon and she began to feel much better. The consumer reported 2 hours after the tampon removal she was back to normal. The consumer reported her case of toxic shock was confirmed by a nurse. The case outcome was recovered.